Event description:
Reportedly the patient experienced cardiac arrest, during the procedure. The patient was connected to a pacemaker via flexon pacing wire. It was the doctor's opinion that because the ends of the wire are not insulated, that it caused the irregular cardiac rhythm. The patient was revived and normal cardiac rhythme established, without complication.